Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds4456 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient reported pain at site with flushing, so midline was removed. Upon pulling the midline out, it was stated only the hub with a very small portion of the catheter came out. Nurse was unable to visualize the catheter. Ir attempted to removed the portion of catheter but was unable. The floor placed a standard IV.

Event description:
It was reported the patient reported pain at site with flushing, so midline was removed. Upon pulling the midline out, it was stated only the hub with a very small portion of the catheter came out. Nurse was unable to visualize the catheter. Ir attempted to removed the portion of catheter but was unable. The floor placed a standard IV.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that only a portion of the catheter was removed with the hub was inconclusive since the original affected sample was not returned for investigation. Nine 18g x 10cm powerglide catheters were returned for investigation. The catheters were received in sealed packages. The catheters were removed from the kits and no damage or defects were observed on the catheters. A microscopic examination revealed that each catheter shaft was intact. A tactual investigation revealed nothing remarkable. A functional test revealed that each catheter could be removed from the needle without damage. Since the damaged catheter was not returned for investigation, the complaint was inconclusive and the cause of the reported event was undetermined. A lot history review (lhr) of reds4456 showed no other similar product complaint(s) from this lot number.